Manufacturer narrative:
Ge healthcare recommended to the hospital to replace the compact flash card. Patient information could not be obtained after multiple attempts.

Event description:
The hospital reported that, during a case, the display shut down, affecting mechanical ventilation. The anesthesia machine was reportedly swapped out. There was no reported patient injury.